Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button would stick and required multiple presses to elicit a response. The reporter denied damage to the keypad and noted the ok symbol was worn off. The patient reportedly wore the pump in a case in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn between at the ok key button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the down arrow and contrast buttons were intermittently unresponsive and the ok button was not responding. The up arrow button responded appropriately. There was evidence of contamination found under all key contacts and the ok key contact was found to be inverted.